Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a cracked case on the battery tube area. The insulin pump was received with a missing reservoir retainer. Analysis was unable to perform the displacement test due to the missing retainer. The insulin pump was received with a missing reservoir tube o-ring, a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a damaged keypad overlay texture, cracked battery tube threads, a stained serial number label, and a peeling end cap address label.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump has cracks at the battery compartment. The insulin pump will be replaced. The insulin pump will be returned for product analysis.